Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered lead integrity alerts (lia) for varying pacing impedance, sensing integrity counter (sic), and high rate non-sustained episodes. Oversensing/noise was also noted. The noise was not reproducible with isometrics or pocket manipulation. The alerts were turned off, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that an invasive investigation of the pocket was conducted. Intermittent noise on the rv lead was noted with manipulation of the lead within the header; however, the rv lead connection was secure. The physician was going to attempt to add a new pace/sense lead, but the left side vein was occluded. The pocket was closed, and the rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.